Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled. The stored electrogram (egm) shows noise on the ventricular channel, electromagnetic interference (emi) is suspected. It was also noted the device recorded multiple non-sustained ventricular tachycardia (nsvt) episodes that show noise present. It was recommended to consider further assessment of the noise source. The accelerometer remains on for rate responsive pacing and the mv sensor can be reenabled with a programmer. The battery longevity is normal. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled. The stored electrogram (egm) shows noise on the ventricular channel, electromagnetic interference (emi) is suspected. It was also noted the device recorded multiple non sustained ventricular tachycardia (nsvt) episodes that show noise present. It was recommended to consider further assessment of the noise source. The accelerometer remains on for rate responsive pacing and the mv sensor can be reenabled with a programmer. The battery longevity is normal. The pacemaker system remains in service. No adverse patient effects were reported. Received additional information the pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The device and lead remain in service. No adverse patient effects were reported.